Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor didn't work occurred. Data was evaluated and the allegation was not confirmed for transmitter ID 8m6eq5. The probable cause could not be determined as the allegation was not found. In addition, signal loss over one hour for transmitter ID 8ksl6e was found in connection to the reported allegation. The probable cause of the signal loss was due to the transmitter and app not being able to complete a data transfer. The reported event of the sensor didn't work is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.